Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon was torn. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloon had burst instead of torn. The returned sample also were full with blood clots and was returned without funnel. Based on complaint statement, it is likely that the balloon had torn. Closer examination under high magnification lens (60x magnifications) using dino-lite revealed ample amount of blood clots found along the catheter. Multiple scratch mark on the balloon sleeve near the tear edges were also found on returned sample. Refer picture 3-4 respectively. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. Other remarks: in our current standard operating procedure, the products are subjected to 10096 visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint additional method code: 26.

Event description:
It was reported that the balloon was torn. There was no patient injury.